Event description:
Ethicon hemorrhoid and prolapse stapler were being used during a procedure and several staples failed to engage. Surgeon used suture to finish the procedure. Manufacturer provided return goods authorization number and product return packaging.